Event description:
It was reported this drainage catheter was placed for a chest drainage treatment procedure. It was noted post placement, that the hub had detached from the catheter. The catheter was removed and another catheter immediately placed. No pt complications resulted from this event.the device has not been rec'd for eval. Therefore, a failure analysis is not available and co is unable to determine if the device met its specifications. Co believes user technique, and/or pt anatomy may have contributed to this event. However, without evaluating the device co is unable to determine the relationship between the device and the cause for this event.